Manufacturer narrative:
Result - mounting/alignment pin.

Event description:
It was reported by service report that the stretcher pops out of drive mode. It is unknown if there was patient involvement or if there are adverse consequences to report.